Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall on 11/27/2006 that, a customer had a problem with temperature probe covers. The customer reports "many of the nurses and pediatricians have noticed that these probe covers do not stick well to the baby. When a baby is in the radiant warmer for temperature instability, it is vital that we be able to rely on the product to stick to the baby. The probe covers are used to attach the warmer probe to the baby. The probe cover does not stick well which can cause the baby to become overheated with risk of burn."